Manufacturer narrative:
The device was received for evaluation. A service history review was performed and revealed that the device has no previous service events; therefore, servicing did not cause or contribute to the reported event. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. The device was found out of specification in relation to the customer reported downstream occlusion was not reproduced. A review of the event history log identified multiple downstream occlusion messages. The reported condition was verified. The cause was determined to be downstream sensor was out of specification. The force sensor was calibrated to correct this condition. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump alarmed downstream occlusion. The event date, process step and the location where the event happened was unknown. There was no known patient injury or medical intervention associated with this event. No additional information is available.